Event description:
Procedure: gastrectomy. According to the rptr: the surgeon is concerned that the staple line was faulty and that is why the pt bled from staple line. A (B)(6) yr old male. The pt bled from gastro-intestinal anastomosis staple line (purple tri-stapling used) as blood was found in stomach. His haemoglobin dropped from 10 to 7 in 24 hrs and pt was reoperated. The rep was in theatre during the use of the product. Surgeon first time using/evaluating product. Rep was in theatre for verbal technical assistance correct reload used for tissue thickness and all test and visual checking done during case.

Manufacturer narrative:
(B)(4).